Manufacturer narrative:
The insulin pump received no button response due to flattened express bolus and esc button dome switch. The insulin pump passed self-test and monitored for few days. No unexpected alarm noted. The insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump screen shut off again. Customer removed the battery and put it back, on but the screen only came back for about 10 seconds. Customer stated that the screen went blank again. Customer has also received watchdog timeout alarm. Customer stated that the keypad was not working. Customer's blood glucose was 147 mg/dl. Customer was unable to continue troubleshooting because the keypad was not responding. Customer mentioned that the pump was exposed to sweat. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.